Event description:
It was reported that during an implant procedure, the attempted implant of this left ventricular (lv) lead was unsuccessful due to the lead exhibited noise, loss of capture (loc) and high pacing thresholds. Repositioning efforts were attempted but were unsuccessful. The physician opted to remove the lead and did not place any new lead in the lv position. The procedure was successfully completed. No adverse patient effects were reported. The lv lead was discarded by the hospital.

Manufacturer narrative:
The device was disposed of by the hospital; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.